Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone peeled back on the hemopro 2 jaw and the metal piece (heater wire) lifted. A bridge was used to complete the procedure and the leg was opened to finish the case.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).